Event description:
It was reported that the patient underwent posterolateral fusion at t3-l3. During surgery, the tip of the probe broke off. The surgeon was using the probe to palpate the pedicle and as a surgeon was adjusting the probe the tip of the probe was bent and then broke off. The tip was retrieved from the patient. Another instrument was used to complete the surgery. No patient complications were reported.

Manufacturer narrative:
(B) (4): the probe was returned for evaluation. The probe was bent in multiple locations from approximately 35 mm to end of tip. Microscopic examination of the fracture revealed a primarily ductile fracture surface; the findings suggest the failure was due to bending stresses. A review of the device history records did not identify any applicable nonconformance to specification.